Manufacturer narrative:
(B)(4). Batch # m54064. Additional information received: what is the current patient status? Good/discharged. What type of procedure was the device used in? Low anterior resection. Who fired the device? (B)(6). What is the users experience with the device? Yes. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? In the middle of the green scale. Please explain what is meant by, staples did not fire as it should? The firing trigger could not be pushed together/ the handle sort of blocked. What was the appearance of the staples? N/a. Were the donuts inspected? If yes, were there two complete? The stapler did not cut ¿ so no donuts to inspect. Were all tissue layers present in both donuts when inspected? The stapler did not cut ¿ so no donuts to inspect. How was the procedure completed? The anastomose was cut loose ¿ converted to hartmann. Is the stoma temporary or permanent? Yes. Was stoma planned? No. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple did not fire as it should. The staples did not attach in the correct way when using. A stoma was performed. It is unknown what was used to complete the procedure.